Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an in-stent restenosis (isr) of a previously implanted non-bsc stent in the moderately tortuous and moderately calcified posterior descending artery of the right coronary artery (rca). After a guide wire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced for pre-dilatation. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.